Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2023.

Event description:
It was reported that a computed tomography (CT) scan taken in the field revealed a cloudy white area, described as halation, around the right lead of the patients deep brain stimulation (dbs) system. The condition was monitored for one month, but the halation did not subside. The cause of the halation was unknown, but the physician assessed the patient to likely have mild meningitis, and the patient underwent a procedure where the dbs lead was removed as a precaution. Cultures were taken but the results were not provided. Physical analysis of the dbs lead was not performed as it was retained by the facility.

Event description:
It was reported that a computed tomography (CT) scan taken in the field revealed a cloudy white area, described as halation, around the right lead of the patients deep brain stimulation (dbs) system. The condition was monitored for one month, but the halation did not subside. The cause of the halation was unknown, but the physician assessed the patient to likely have mild meningitis, and the patient underwent a procedure where the dbs lead was removed as a precaution. Cultures were taken but the results were not provided. Physical analysis of the dbs lead was not performed as it was retained by the facility. Additional information was received that the patients dbs burr-hole cover was also removed during this procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30218441.